Event description:
The clinician reports the implant was inserted 2023(B)(6) in ada 29. Details of surgery: implant surface not completely covered with bone. On 2023-(B)(6), non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.